Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the pre-procedure, the cutting wire was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event.